Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. The investigation confirmed for peeled pebax and material cut; unconfirmed for material rupture. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq75124 pta balloon dilatation catheter allegedly ruptured, peeled, and experienced material split, cut or torn. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.